Event description:
The recipient reportedly experienced sound quality issues, followed by intermittency. External equipment was exchanged; however, this did not resolve the issue. Device revision surgery is under consideration.

Manufacturer narrative:
The recipient's device was explanted. The recipient was reimplanted with another advanced bionics cochlear device.

Manufacturer narrative:
The external visual inspection revealed the electrode was cut prior to receipt. This is believed to have occurred during revision surgery. In addition, the external visual inspection revealed a dented bottom cover. The photographic imaging inspection revealed broken electrode wires near the fantail region. System lock was verified. The electrode condition prevented some of the electrical tests from being performed. The device passed all of the electrical and mechanical tests performed. The scanning electron microscopy analysis of the electrode wires revealed evidence of tensile and fatigue breaks at the fantail region. The photographic imaging inspection and the scanning electron microscopy analysis revealed fatigue and tensile breaks on electrode wires at the fantail region. It is believed that these breaks caused sound quality issues, induced by the trauma reported. A CAPA has been implemented. This is the final report.